Event description:
It was reported by the physician that the patient's device was showing high impedance >9000 ohms and battery ifi 8-18%. The physician programmed the device off and will be referring the patient to get x-rays and to see the surgeon. Additional information was received that the patient had a full revision due to high impedance. Prior to the surgery, pre-op diagnostics showed that the impedance was still high. When the physician opened the chest to replace the battery, he noticed fluid in the lead near pin and some corrosion. The generator was replaced first to check impedance with the implanted lead and impedance was normal. The surgeon did not feel comfortable leaving existing lead due to the visualized fluid in the outer casing of lead and the corrosion. The lead was than replaced and impedance was within normal limits. Per the hospital the surgery took place, they discard all explants. No additional relevant information has been received to date.